Event description:
It was reported that the pacemaker exhibited unipolar pacing spikes on the ECG and the physician was called to attend an urgent device check. The pacemaker was interrogated, and a safety core error message was observed. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects reported. The pacemaker is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker exhibited unipolar pacing spikes on the ECG and the physician was called to attend an urgent device check. The pacemaker was interrogated, and a safety core error message was observed. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects reported. The pacemaker is expected to return for analysis. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.